Manufacturer narrative:
Implant regio 13 fractured. Construction was a removable construction placed on 2 implants. Patient suffered from periimplantitis following bone loass and implant instability . Material analysis concluded inhomogenous mechanical overloading of the implant. Re-submission and re-coding initial submission did not pass FDA gateway.

Event description:
Implant fracture.